Manufacturer narrative:
A ge rep evaluated the system and reseated circuit cards and cable connectors. System operates as intended.

Event description:
Customer reported the system will not produce x-rays. No pt injury was reported.